Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump after it was dropped and hit the ground, rendering the screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, as the current pump was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.